Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for right ventricular automatic threshold (rvat) detected as suspended, due to noise and fusion events with functional non-capture. Variable threshold trend when rvat is successful. Pacing output is fixed at 2.4v and will not adapt to variable thresholds. In office assessment should be considered. The lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that an alert was generated for right ventricular automatic threshold (rvat) detected as suspended, due to noise and fusion events with functional non-capture. Variable threshold trend when rvat is successful. Pacing output is fixed at 2.4v and will not adapt to variable thresholds. In office assessment should be considered. The lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
It was reported that another alert was generated for rvat detected as suspended. The cause of this alert was the due to intrinsic beats. Variable rv thresholds were noted via lead trend data, with no evidence of loss of capture on available electrograms (egms). Atrial undersensing observed on presenting egm, resulting in inappropriate atrial and ventricular pacing. Atrial sensitivity noted to be programmed automatic gain control (agc) 0.7mv. The observations were documented and the system remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.